Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 05/25/2011, 05/27/2011, and 06/09/2011 by phone, fax, and mail. Additional information was received in a follow up phone call with the surgeon on 05/26/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has blurry vision at working distance. He is unable to see his computer screen clearly or anything on his desk. The consumer reported his surgeon has prescribed glasses which have helped. The consumer reported he was not satisfied because he thought he would no longer need to wear glasses. In a follow up phone call with the surgeon, it was reported that the surgeon does not blame the lenses for the consumer's issues. The surgeon stated the consumer was not satisfied with his vision at the range he likes to work. The surgeon reported that he had optimized this consumer completely, including bilateral yag laser capsulotomies. The surgeon reported the consumer had good distance and very near vision and that glasses had been prescribed. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.